Event description:
The pump was explant due to infection. The date of the reported event was 2005. No specific info was provided regarding the event. The pump had been implanted for 50 months. The device was returned to the mfg for analysis. The pt recovered without sequela.